Event description:
It was reported that during routine follow up, low lead impedance and noise episodes were observed. The noise episodes showed inhibited pacing. The x-ray images showed externalized conductors. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.